Event description:
The info received indicated only the prosthesis would not inflate note: determination of reportability and categorization of this event was made according to this MFR policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2, h1).